Event description:
It was reported to bsc/target that during the procedure the pt presented with "avm" and was treated with fibered platinum coils. The physician then decided to use a dsb detachable silicone balloon to complete the occlusion. The dsb detachable silicone balloon was inflated to 0.38-cc and as the physician attempted to detach the balloon, the dsb detachable silicone balloon ruptured. The physician attempted to withdraw the system and discovered that the coaxial angiographic catheter set was broken. The distal segment of the broken catheter was retrieved, but the dsb detachable silicone balloon was not attached. The dsb detachable silicone balloon was not located under fluoroscopy. The physician then attempted to place a second dsb detachable silicone balloon but had difficulty with detaching the dsb detachable silicone balloon, so the whole system was removed and opted to place further fibered platinum coils. The patient's outcome was good, with no apparent complications. The physician's report stated that only one segment of the broken coaxial angiographic catheter set was retained. It was not clear which one. The product will not be made available at this time, but may be made at some point in the future.